Event description:
The customer reported obtaining non-reproducible, higher than expected vitros tropi es results from a patient sample processed on a vitros eciq immunodiagnostics systemvitros tropi es result 0.115 ng/ml vs. Expected < 0.015 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected result was reported from the laboratory and patient was admitted to the hospital. Additional testing of the sample identified the issue and a corrected report was issued. There was no allegation of patient harm as a result of this event.(B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from a patient sample processed on a vitros eciq immunodiagnostic system. The most likely assignable cause of this event was instrument related. Prior to service actions being performed, a troponin I precision test was outside of acceptable guidelines. An ocd field engineer performed service actions to return the vitros eciq system to expected performance. Following these action, acceptable vitros tropi es precision was observed. In addition, the investigation could not determine if the customer had processed the patient sample in accordance with the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. The assignable cause for the event is instrument related.